Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial number:(B)(6), UDI: (B)(4). Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6) UDI:(B)(4). A review of the implant images revealed improper strain relief loop placement. The device history record was also reviewed. No relevant nonconformances were found.

Event description:
It was reported that the device stopped working, and the patient decided to have it removed. According to the report, the patient was not getting much relief from her back pain. The clinical specialist confirmed that the device had an out-of-range/high-impedance failure. The device was removed without complications, and there was no report of patient harm or injury. The device was not returned for analysis. Therefore, the root cause of the alleged malfunction cannot be verified.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the device stopped working, and the patient decided to have it removed. According to the report, the patient was not getting much relief from her back pain. The clinical specialist confirmed that the device had an out-of-range/high-impedance failure. The device was removed without complications, and there was no patient harm or injury report. The device was not returned for analysis. Therefore, the root cause of the alleged malfunction cannot be verified.